Manufacturer narrative:
The device was returned for evaluation. The device was tested by running the distal air and proximal air in line occlusion test; the device passed both distal and proximal air inline tests occluding when air was in line and stopping infusion with an alarm. The device passed volume accuracy test. Review of device alarm log history found no similar events present. The device passed self-test with no error alarms. Probable cause for customer¿s complaint was not found.

Event description:
The event involved a plum 360¿ infuser where the customer reported that the device failure to alarm for air in line during patient. The pump did not stop the infusion when air was present in the line during infusion; the infusion pump beeped that it was complete. Added 50ml's to finish overfilling of nacl. The pump did not stop or beep once the fluids ran out. The nacl bag was empty as tubing from pump to patient. Pulled all air back into syringe until blood return noted. (Around 0.2-0.3 ml), then flushed the line with 20ml's of nacl. The customer evaluated the patient and spoke to doctor, then kept the patient for another 30 minutes to observe. The patient denied pain, shortness of breath or chest pain after 30-minute observation and the patient was released. There was patient involvement but there was no harm reported as a consequence of this event.